Event description:
It was reported that the patient underwent a revision procedure due to the cuff lock not being secure with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and replaced with a new aus. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported product issue cannot be confirmed. Product analysis did not identify any device characteristics that would cause or contribute to the reported clinical observations. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned ams 800 cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect functionality of the device. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the patient underwent a revision procedure due to the cuff lock not being secure with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.